Event description:
It was reported that the customer experienced an occlusion alarm when reaching 75 units of insulin. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to contact the customer but no response was received.